Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that stent positioning difficulties were encountered requiring an additional stent to be placed. The target lesion was located in the superficial femoral artery (sfa). A 7x40x120mm epic vascular stent was advanced for treatment. During the procedure, the stent jumped forward passed the stenosis after it was almost fully deployed. Another of the same stent was used to stent the stenosis. No patient complications were reported and no harm was done to the patient.